Manufacturer narrative:
(B)(6). Recall #: 2531779-03/24/2010/003-r. The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. The pump was rewound, loaded, primed, and exercised with no alarms occurring. Review of the pump history reveals two loss of prime warnings associated with zero force and two "no cartridge detected" warnings. The cartridge was also returned to animas and passes visual inspection. A force test was performed on the cartridge with no failures occurring.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.